Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, engineering observed a .675 x .085 piece of the curved blade broken off. The curved blade fractured near the clamp arm pin. It was determined that the blade may have been making contact with the clamp arm pin during energy activation, thus cracking the blade and leading to breakage. The broken piece was not returned. No other damage was found.

Event description:
It was reported that during a da vinci si hysterectomy procedure the active blade of the harmonic ace curved shears insert accessory, which was installed on the harmonic ace curved shears instrument, broke and fell into the patient. The broken piece was retrieved and the planned surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported.